Event description:
"...Next we advanced a penumbra microcatheter into the aneurysm over a synchro wire. With the catheter in the aneurysm we deployed a penumbra 11 x 45 coil. Follow-up angiogram showed good filling of the aneurysm and no impingement of the parent artery. We then proceeded to place an 8 x 20, a 5 x 9, a 3 x 8, a 2 x 4, and a 2 x 4. After each of the six coils a follow-up angiogram showed stepwise occlusion of the aneurysm and good flow in the parent artery.finally, we attempted to place a final 2 x 4 cm coil. However, this detached while we were trying to get it in, but before it could be fully placed in the aneurysm. When we attempted to pull this coil out in the microcatheter, it became stuck in the stent from the previous procedure. Using a combination of 2, 3, 4, and 5 mm alligator clips over a codman prowler select plus, we were able to remove the coil in a piecemeal fashion until all coils were removed. Followup angiogram revealed no sign of stroke. There was some mild vasospasm in the internal carotid and therefore we administered nitroglycerin.at this point there was no indication to proceed and therefore the procedure was terminated. There were no intraoperative complications."what was the original intended procedure?coil embolization of previously coiled pcom angiogram.